Event description:
It was reported that the customer saw drops when changing the infusion set but did not see numbers appear on the screen. The customer stated that he was not connected to the insulin pump when this occurred. The customer's blood glucose was 131 mg/dl. Troubleshooting was done. The customer stated that he was unable to exit the "preparing to prime" loop. The customer stated that the numbers did appear on the screen. Advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.